Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant.

Event description:
It was reported that the patient underwent an hd&c laparoscopic excision of endometriosis and bilateral salpingectomies and ablation and adhesiolysis at the mater hospital on the (B)(6) 2020. The adhesiolysis was around the left adnexal region. She had a past history of 2 luscs, with a bladder injury at the first luscs. She had also had multiple laparoscopies for endometriosis. The patient then presented to the mater ed with abdominal pain and shortness of breath after. "On examination patient had distended abdomen, generalised tenderness, shifting dullness, rebound and percussion tenderness. She underwent a ctap, abdo, pelvis which showed a large collection in the pelvis and a hypoechogenic area within the uterus extending to the serosa. She was admitted under the public gynaecology team and commenced on IV antibiotics for a suspected infected collection. General surgical team was consulted as well for a suspicion of bowel injury. Throughout the day, she progressively worsened clinically and a decision was made at 8pm together with the general surgeons to take her back into theatre for a diagnostic laparoscopy. The intra-op findings confirmed a 7mm bowel perforation in the small bowel. That was overlying a necrotic area on the r postero-fundal aspect of the uterus. She subsequently underwent laparotomy and small bowel resection. Extremely dense adhesions from the anterior uterus to the bladder and anterior abdominal wall were noted. There was no appreciable sinus connecting to the uterine cavity. After 2 days of no clinical improvement, the patient was admitted to ICU with ongoing clinical deterioration and a hysterectomy was considered at that stage. However, she improved clinically in ICU and a hysterectomy was no longer deemed necessary. Her clinical recovery and progress since had been satisfactory and was discharged after 7 days in hospital."